Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and had an incomplete flap secondary to epithelial basement membrane disease (ebmd) in left eye. It was reported that patient had weak epithelium due to the ebmd and flap was not made. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, post op bcva shows decrease. The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Patient was scheduled to have a photorefractive keratectomy procedure. Bcva from (B)(6) 2017: right eye pre-op 20/20 1.50 x .00 x 90, left eye pre-op 20/20 1.50 x -.25 x 5. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -.25 x 179, left eye post-op 20/60 -1.00 x .00 x 90.